Event description:
It was reported that this device emitted beeping tones and upon device interrogation a red screen was seen. Upon review of the data by engineering it was noted that the device had a battery depletion (bd) error cased by a drop in battery voltage due to magnet application. Engineering noted that the battery was expected to recover and long term longevity impact was minimal. No adverse patient effects were reported. This device remains implanted.